Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated restart alerts on the ilet and persistent alert 42 during and after multiple restarts, including an ¿unable to proceed¿ alert during rewind, which resulted in failure to infuse insulin and subsequent hyperglycemia reaching 376 mg/dl; the user transitioned to subcutaneous insulin via pen. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a motor-related problem consistent with an insulin delivery failure, with findings indicating an insulation problem and the device component implicated being the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.